Event description:
Ous MDR - after an implantation period of approx. 10 months it was reported via homemonitoring, that this ICD showed an elevated current consumption. The device was explanted and returned to biotronik.

Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status eri. The device was implanted for almost 11 months and five charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the battery was found depleted. The current consumption of the ICD was verified and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not be reached, caused by the depleted battery. In a next step, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement confirmed an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.